Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years, 3 months, 1 day post ttvr procedure with a 29mm sapien 3 valve in a pre-existing surgical valve, the valve presented stenosis. The patient underwent a valve in valve procedure with a 29mm sapien 3 ultra resilia valve. Per report, the stenosis was due to natural disease process.

Manufacturer narrative:
Correction to h6 based on additional information. Tricuspid valve replacement using the sapien 3 is not an indicated use at the time of implantation. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. The reported event for stenosis was unable to be confirmed due to unavailability of medical records and imagery. A review of the device history record did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the instructions for use revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the thv was implanted in the tricuspid position. The sapien 3 thv was indicated for native aortic valve and surgical bioprosthetic aortic or mitral valve replacement only at the original time of implantation. Therefore, this was an off-label operation. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, natural disease progression is perceived as the cause of stenosis, as reported. It is possible that one or more patient factors may have been present and contributed to the narrowing of the effective orifice area (eoa), resulting in stenosis. As such, available information suggests patient factors (natural disease progression) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.